Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed with patient the troubleshooting steps patient did prior to contact. No additional patient or event information is available.